Event description:
It was reported that the patient was experiencing loss of lock and loss of sound. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Advanced bionics is in the process of gathering more information and will submit a supplemental report once more information is received.